Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that at an unrelated surgery on (B)(6) 2017, they accidentally cut the catheter. Considerations for repairing or replacing the spinal portion of the catheter were discussed. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 reported the healthcare professional reported the event to the manufacturer representative. It was also noted the rep is the best contact for additional information. It was noted the old catheter was removed and replaced with a new 8780. It was stated when asked if the cut catheter had been resolved that the hcp was removing a spinal cord stim implant. No further information was given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.